Manufacturer narrative:
"Currently, the lens remains implanted." On (B)(6) 2018 the lens was exchanged with a same size, similar power lens. Reportedly, "the outcome is very good. Ucva 20/20." (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -8.0/+0.5/x135 diopter, into the patient's right eye (od) on (B)(6) 2017. The surgeon noted a refractive surprise. Currently, the lens remains implanted.

Manufacturer narrative:
Corrected data: patient identifier is corrected from "(B)(6)" to "(B)(6)" in the initial. The surgeon noted a refractive surprise caused due to "wrong rotation of lens". (B)(4). Claim#: (B)(4).